Event description:
It was reported that the patient experienced a shocking sensation following a body position change. The shocking was present in his "whole lower body," including left and right leg. The patient was unable to feel stimulation at the intended site of pain; lower back. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.